Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has a leak. The customer's blood glucose level was 272 mg/dl. The customer reported that she changed her reservoir and all of the insulin was inside the pump. The insulin pump will be returned and the reservoir will not be returned for analysis.